Event description:
This is a colleague pump returned to baxter technical services, where a damaged battery was reported. This condition has the potential to cause an interruption of delivery. There was no patient involvement, therefore there was no patient injury or medical intervention associated with this event. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: the user software version is 8.11.00.